Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms and high blood glucose level. The customer's blood glucose level at the time of incident was 400mg/dl. Troubleshoot was conducted for the no delivery. The device was found to be operating as designed. The customer was advised to monitor the device and call back if issues persist. The customer's blood glucose level at the time had gone down to 287mg/dl.